Event description:
A customer reported a case of residual cylinder, observed in the pt's right eye two months post lasik. The topical steroid drop dosage was increased. Pt noted vision is frustrating. Upon follow up, reporter indicated the surgeon is reviewing the pt's file to determine if additional treatment is recommended. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the device history record review indicated the product met release criteria. Additional info has been requested. (B)(4).